Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021 the patient was implanted with one biomimics 3d (bm3d) stent, a 7.0 x 80mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) middle third to distal third in the left leg. A retrograde approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was also post-dilated with pta. The site reported that on (B)(6) 2022 a restenosis of treated segment (target lesion) was identified. It was reported as definitely related to the device and not related to the procedure. It was reported as not serious. A duplex ultrasound (dus) on (B)(6) 2022 at the patient's 12-month follow-up showed elevated velocities in the left sfa. A diagnostic angiogram performed on (B)(6) 2022 showed a 50-60% stenosis at the proximal end of the target lesion stent. It was decided to manage the event medically by adding cilostazol. No further diagnostics or interventions were reported. The patient outcome was reported as continuing and the device remains implanted. Additional information received on 12-mar-24 stated that there were no changes since the event was reported.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.5. Was updated with the additional information received, sections d.3. And g.1. Were updated with veryan's address details which have changed since the submission of the initial report, sections g.6. And h.2. Were updated to reflect the type of report (follow-up 01) and reason, section h.6. Was updated to include medication required and h.11. Identifies the sections of the report that have been updated.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent, a 7.0 x 80 mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) middle third to distal third in the left leg. A retrograde approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was also post-dilated with pta. The site reported that on (B)(6) 2022, a restenosis of treated segment (target lesion) was identified. It was reported as definitely related to the device and not related to the procedure. It was reported as not serious. A duplex ultrasound (dus) on (B)(6) 2022 at the patient's 12-month follow-up showed elevated velocities in the left sfa. A diagnostic angiogram performed on (B)(6) 2022 showed a 50-60% stenosis at the proximal end of the target lesion stent. It was decided to manage the event medically by adding cilostazol. No further diagnostics or interventions were reported. The patient outcome was reported as continuing and the device remains implanted. Additional information received on 23-apr-24 stated that as of the patient's study exit on (B)(6) 2024, the event was ongoing and no interventions were planned.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.5. Was updated with the additional information received, sections g.6. And h.2. Were updated to reflect the type of report (follow-up 02) and reason, and section h.11. Identifies the sections of the report that have been changed.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6)2021, the patient was implanted with one biomimics 3d (bm3d) stent, a 7.0 x 80mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) middle third to distal third in the left leg. A retrograde approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was also post dilated with pta. The site reported that on (B)(6)2022, a restenosis of treated segment (target lesion) was identified. It was reported as definitely related to the device and not related to the procedure. It was reported as not serious. A duplex ultrasound (dus) on (B)(6)2022 at the patient's 12-month follow-up showed elevated velocities in the left sfa. A diagnostic angiogram performed on (B)(6)2022 showed a 50-60% stenosis at the proximal end of the target lesion stent. It was decided to manage the event medically by adding cilostazol. No further diagnostics or interventions were reported. The patient outcome was reported as continuing and the device remains implanted.